Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Report source: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that their tremor was back. The patient broke the plug connector between the power supply and the recharger. The recharger was defective. It was unknown if there were any external factors that may have contributed to the event. No troubleshooting was performed. No interventions taken. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger found the plug was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.